Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The patient presented in-clinic for follow-up and loss of capture and a drop in impedance were observed. X-ray showed that the lead perforated the heart.

Manufacturer narrative:
The lead tip stiffness was measured and was found within specification. Electrical analysis revealed a short circuit caused by a damaged inner insulation at the distal end. The observation of a bent lead tip and the reported perforation likely indicates that the lead could have been implanted in an unfavorable position resulting in elevated stress and breakage of the inner insulation.